Event description:
It was reported that the pump was working "fine." The patient was hospitalized for an exacerbation of multiple sclerosis and the managing physician wanted to program a flex dose. It was observed during the programming that the concentration and the dose were programmed in milligrams rather than micrograms. This was brought to the attention of the physician. The physician had been aware but did not wish to change it as it had been programmed this way since august of 2008. This device system delivered baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002. Product type: catheter. (B)(4).

Manufacturer narrative:
Product ID: 8840, product type programmer, physician. (B)(4).